Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously elevated vitamin b12 result above the normal reference range on one (1) patient's sample generated by the access 2 immunoassay system. The sample was repeated and recovered within the normal reference range. The erroneous result was reported out of the laboratory. The affect to patient, if any, is unknown at this time.

Manufacturer narrative:
No sample details were provided. Per the customer complaint records, the s5 value on the customer's vitamin b12 calibrator was scanned in as 5513pg/ml, when it should have been 1513pg/ml. The calibration passed and qc was within established ranges. This incorrect value was noticed on (B)(4) 2011 by the customer. The b12 s5 calibrator value was corrected and recalibrated. Available samples were then repeated. Service was not dispatched for this event. There is no definitive root cause for this event to date. This report is related to the following mdrs that are being reported for the similar events that occurred at this customer site: 212870-2011-05270, 212870-2011-05273, 212870-2011-05274, 212870-2011-05275, 212870-2011-05276.